Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shut down. There was no report of negative impact to the pt. The device along and the q-CPR meter were evaluated at the philips repair bench and it was determined that the meter was causing the rebooting. A new q-CPR meter was sent to the customer which resolved the failure. The status log was evaluated and there were several entries indicating a q-CPR meter failure causing mrx cycling issues.

Event description:
The customer reported that the device unexpectedly shutdown. There was no repot of negative impact to the pt.